Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety -product/procedure : unable to observe since it is a medical event and is not related to the device. Deflation : observed opening on the posterior side assessed as fold flaw opening. Autoimmune/connective tissue disorders-ndr : not applicable as the event is not related to the device. Additional observations: crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side experiencing autoimmune issues such chronic inflammatory demyelinating polyradiculoneuropathy (cidp)(which is not device related.) . Healthcare professional later reported right side deflation and exchange from textured to smooth implants due to concern with the product. Voluntary event report noted "guillain-barre disease ," "ongoing neuropathy and later re-diagnosed with cidp,(which is not device related.)" And "muscle strength has never completed returned in feet, legs hands and arms."., ¿in september I had an implant rupture and another episode has flared up with symptoms progressing¿ device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5114432. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported experiencing autoimmune issues such chronic inflammatory demyelinating polyradiculoneuropathy (cidp). Healthcare professional later reported right side deflation and exchange from textured to smooth implants due to concern with the product. Voluntary event report noted "guillain-barre disease," "ongoing neuropathy and later re-diagnosed with cidp," and "muscle strength has never completed returned in feet, legs hands and arms." Device remains implanted.